Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a load step malfunction issue. The pump displayed a 'no cartridge detected" warning multiple times while the user attempted to prime the pump. Insulin was dispensed by the pump durint the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/12/2013 with the following findings: a review of the pump¿s history showed a single ¿no cartridge detected¿ alarm and several loss of prime alarms with zero force. The pump performed rewind, load, and prime steps with no loss of primes observed. The force sensor calibration reading was found to be within specifications. The pump case was removed and corrosion was found on the force sensor flex cable as well as surrounding components. Moisture was found inside the pump. The issue of the load step malfunction was confirmed in the pump history but was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.